Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in process. A follow-up report will be provided.

Event description:
Operators at the customer site have reported to their supervisor that the return pump "revs" during the first return. They have reported that a few hematomas have been associated with the pump revs. The customer described the hematomas as of the "normal" very minor variety. Patient information is not available at this time. This report is being filed due to insufficient information provided at this time to determine if a malfunction occurred.